Event description:
It was reported that perforation, cardiac tamponade and pericardial effusion occurred. The patient was present for a combined ablation with radiofrequency (rf) and a watchman procedure. A left atrial appendage (laa) closure procedure was being performed, a 20mm watchman flx pro delivery system and a watchman fxd curve double access system were selected to be used. During the procedure, the ablation happened first using radiofrequency (rf), and a non-boston scientific wire was placed in the pulmonary vein (pv) to allow for the exchange of the was sheath. After the was sheath was placed into the left atrium (la), it was withdrawn to allow for a four-dimensional intracardiac echocardiography (4d ice) catheter to be placed in the la, and this case was done with transesophageal echocardiography (tee) as well. It is thought that when the was sheath was moved back into the right atrium (ra), the wire was moved from the pv to the laa and that may have caused the perforation, which was seen on imaging. A closure device was prepped, inserted, and released very quickly but using the position, anchor, size, seal criteria (pass). A pericardiocentesis was performed, and one (1) liter of blood was removed and given back to the patient. Surgical evaluation was called, and the patient will be monitored and admitted to the intensive care unit (ICU). A few hours after the procedure, the patient blood pressure dropped and continued to have drainage from the pericardiocentesis that had previously slowed down. The patient was given several blood products as well as clotting factors. The patient became decompensated and was found to have several blood clots in the lungs, which was confirmed via angiography in the laboratory. The cardiothoracic (CT) surgeon was called in and performed a sternotomy, closing the hole that was found in the appendage. The surgeon placed the patient on the heart-lung machine for the procedure and, post-procedure, converted to veno arterial extracorporeal membrane oxygenation (va ECMO). The patient was then transferred to a higher-level care center and remains on ECMO at this point. The patient was converted from veno arterial extracorporeal membrane oxygenation (va ECMO) to veno venous extracorporeal membrane oxygenation (vv ECMO) and is expected to fully recover.